Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer successfully loaded a new cartridge and resumed insulin delivery. The customer's blood glucose level (bg) was 350mg/dl and a correction bolus was delivered to address the bg level.